Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non boston scientific right atrial (ra) lead exhibited noise and oversensing resulting in inappropriate atrial tachy response (atr) episodes. Pace impedance measurements of less than 200 ohms were observed. It was noted that the device was exhibiting tones due to the out of range ra impedances.